Event description:
During surgical procedure, a laparoscopic repair of incarcerated recurrent left hernia with mesh, near the end of the case it was noted the top rubber seal of the trocar came off and the gas inlet connector of the trocar came off also. There was no harm to the patient.